Event description:
This literature case describes the occurrence of medical device removal ("hysteroscopic removal and laparoscopic hysterectomy") in a female patient who had essure inserted for female sterilization. Literature reference: povedano canizares b, essure - efficacy and safety after 14-year experience, 43rd international congress dexeus forum 26-28 october, 2016:slide 26. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysteroscopy, needed laparoscopic hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. Slide 26: 31 essure removed - 2 hysteroscopy removal (1 needed laparoscopic hysterectomy). This case refers to the patient with hysteroscopic removal and laparoscopic hysterectomy. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and a hysteroscopic removal and laparoscopic hysterectomy was performed. The reporter provided no causality assessment for the event with essure. This event, considered as medical device removal, is regarded as anticipated in the reference safety information for essure. In this particular case, the exact reason for essure removal was not specified. Despite the lack of details for a comprehensive causality assessment, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. Further information and product technical analysis are being sought.

Manufacturer narrative:
This literature case describes the occurrence of medical device removal ("hysteroscopic removal and laparoscopic hysterectomy") in a female patient who had essure inserted for female sterilization. Literature reference: povedano canizares b, essure - efficacy and safety after 14-year experience, 43rd international congress dexeus forum 26-28 october, 2016:slide 26. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysteroscopy, needed laparoscopic hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 06-jun-2017 for the following meddra preferred term: medical device removal -analysis in the global safety database 653 revealed cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Slide 26: essure removed. - 2 hysteroscopy removal (1 needed laparoscopic hysterectomy). This case refers to the patient with hysteroscopic removal and laparoscopic hysterectomy. Most recent follow-up information incorporated above includes: on 5-jun-2017: quality safety evaluation of product technical complaint. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.